Manufacturer narrative:
The returned breast pump functioned within ameda specifications. Investigation concluded that the internal components of the breast pump displayed no evidence of malfunction or thermal event. It was visually confirmed that a dark grey substance resembling battery acid was present on the external pump housing, battery compartment area, and battery cover. Because the batteries were not returned, engineering cannot confirm if a battery placed in the pump leaked. Additional testing supports that the misplacement of a battery can cause battery leakage.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to the FDA. Customer contacted ameda, inc. On (B)(6) 2014, to report hearing a loud pop when using the purely yours breast for the first time on battery power. Customer stopped pumping and opened the battery compartment noting black "residue" all over the batteries and the inside of the compartment. Customer denies coming in contact with the black fluid. She denies burn or injury.